Event description:
It was reported that the patient underwent a heart transplant. Whether the transplant was device or therapy related would not be provided per hospital policy. There were no device issues at the time.

Manufacturer narrative:
A direct cause for the patient's reported transplant, as well as a direct relationship to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Although no device related issues were reported, the IFU lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.